Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for treatment. During the procedure, upon third inflation, it was noted that the balloon ruptured at 10atm within 30 seconds in a form of a pinhole at the center of the balloon. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no complications reported and patient is in good condition post procedure.